Event description:
Fixation device broke when the doctor went to implant into pt.

Manufacturer narrative:
Due to indication of item breaking during surgery, occurrence was determined to be reportable to the FDA.